Event description:
Area leaked: the port that connects the line and the bag. Occurred 2-3 hours after infusing the new bag. Vincristine 0.5 mg, doxorubicin 10 mg, etoposide 50 mg,0.9% sodium chloride 550 ml in 550 ml. Manufacturer response for IV tubing, continu-flo IV tubing (per site reporter). Calls with baxter, sent them all of our event logs.